Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reach 300 mg/dl. For treatment, the patient was given intravenous (IV) fluids, insulin and nausea medication was given. The patient suffered from chest pain, hyponatremia and nausea. The ketones were positive. The pod was worn between 36 and 48 hours on the leg.